Event description:
Consumer left a review on walmart.com stating they received negative results with inteliswab and positive pcr results walmart review from 12/16/2021: 2 out of 5 stars review "not accurate results" easy to use but not accurate result sometimes. It shows negative, but pcr shows positive in same time. Aa.

Manufacturer narrative:
Consumer posted a review on walmart.com. No follow up is to be expected with the complaint file and the incident will be closed internally.

Event description:
Consumer left a review on (B)(6) stating they received negative results with inteliswab and positive pcr results. (B)(6) review from (B)(6) 2021. 2 out of 5 stars review "not accurate results" easy to use but not accurate result sometimes. It shows negative, but pcr shows positive in same time.